Event description:
It was reported to philips that the device gave an error indicating that motorized movements were not possible. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. A philips field service engineer (fse) examined the system onsite and confirmed that motorized movements were not possible. Upon checking the system, fse found some cracking sound when moving the arc. But when diagnosed, no issue could not be reproduced, and it just lost longitudinal position. To resolve the issue, the fse recalibrated the system and tested successfully. After the repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.